Event description:
A patient reported that their implantable neurostimulator (ins) did not work. The patient noted that the patient programmer was showing that stimulation was on, there was a full charge, they were in the standing position at amplitude of 8.3, but they were not feeling stimulation. The stimulation change was not related to positional movement and the patient had tried lying down but still did not feel stimulation. The patient increased from 8.3 to 10.0 but still did not feel stimulation. The patient was redirected to their healthcare provider. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.